Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd angiocath¿ peripheral venous catheter silicone was visible on the needle. There was no report of patient impact. The following information was provided by the initial reporter: there was potentially any excess silicone present in that lot or if there had been a change in silicone used in the lot. Was lot 1168743 was an aberrant batch or not e.g. Excess silicone."

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd angiocath¿ peripheral venous catheter silicone was visible on the needle. There was no report of patient impact. The following information was provided by the initial reporter: there was potentially any excess silicone present in that lot or if there had been a change in silicone used in the lot. Was lot 1168743 was an aberrant batch or not e.g. Excess silicone"